Event description:
User error failure by rn to program all settings on pca pump. When bolused, pt rec'd 15 ml vs 15 mg of demerol ivp. Pump cassette loaded with devised 10mg/ml . Pt rec'd 150 mg with bolus dose. Within minutes pt reversed with narcan and stabilized.